Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. Field engineer examined the console and tested the system and could not recreate the issue. All tests passed and saline testing is visible at the needle. Verified system operation. System meets the manufacturers specifications. Returned system to the customer. No other information is available.

Event description:
It was reported that during a brevera procedure on (B)(6) the procedure was not able to be completed since they could not lavage or aspirate. The patient had to be rescheduled. No other information is available.